Event description:
It was reported that unit displayed error code 41. It is not known whether the error occurred during use. No adverse event reported.

Manufacturer narrative:
Reported complaint of error 41 (patient temperature sensor failure) was not duplicated, but was recorded in the archive files. Therefore, the temperature sensor was replaced. No adverse event reported.